Manufacturer narrative:
On 17-jun-2025, intuitive surgical, inc. (Isi) received user facility report stating: robotic permanent cautery hook reference number: (B)(4), was being used during robotic hysterectomy procedure and the surgeons noticed the wires at tip of instrument had become frayed. This was visible on laparoscopic screen. The instrument still had 5 lives remaining.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.